Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the ar40e model intraocular lens (iol) was fully inserted into the patient¿s ocular sinister (left eye) when the trailing haptic broke. The lens was cut out and a new iol with the same model and power, ar40e 19.5 diopter, was inserted. Patient prognosis post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer:24-may-2024. Section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received in the original lens case. The lens was inspected under magnification. The complaint lens was received coated in viscoelastic in the original lens case. The lens was removed and cleaned. A haptic was detached from the lens. No damage or defect was observed in the drill hole area where the haptic was detached. No damage to the lens was observed. Dimensional measurements were performed by a certified operator resulting in passing results for the following: hole depth, hole diameter, hole distance, loop angle, and drill hole location. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.